Manufacturer narrative:
The correct g.3 date of the initial MDR report submitted is 27-sep-2021. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following a cataract extraction with intraocular lens (iol) implant procedure, the patient was dissatisfied with distance vision despite having good refraction. Patient also had a dry eye. Additional information was provided that post implantation, the night vision was difficult and the vision was still blurry overall. The clinical findings stated that there was a poor tear film, patient was seeing halos. Nsaids and dry eye medicine was prescribed to the patient. The patient was also treated with rexon on (B)(6) 2021, the clinical finding stated that the patient was adapting to with time. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. There have been 2 other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).